Manufacturer narrative:
The insulin pump buttons responded properly and no damage to the keypad assembly or unlocked keypad connector was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump weren't responding properly. Customer reported she was attempting to set up the time on the device and would maneuver through different parts of the menu. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.